Event description:
An orsiro drug-eluting stent system was chosen to treat a calcified lesion (90% stenosis degree) in a tortuous cx. After direct stenting the orsiro could not pass the lesion and the stent dislodged from the balloon during withdrawal. Therefore the undeployed stent was covered and tacked into place with another stent.

Manufacturer narrative:
The device was not returned to biotronik. Therefore no technical investigation on the subject could be performed. The manufacturing history was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. The device in question was manufactured according to specifications and successfully passed all in-process controls as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. The final root cause is most likely related to external factors during the procedure. Please note that according to the IFU, the pre-dilatation of the lesion is mandatory.